Event description:
(B)(6) clinical study. It was reported that vasospasm occured. In (B)(6) 2010, the patient presented with midsternal chest discomfort radiating into the shoulders and jaw associated with shortness of breath, diaphoresis and nausea. The patient was diagnosed with non- st elevated myocardial infarction (killip classification: I) and was referred for cardiac catheterization. The 95-99% stenosis in left circumflex artery (lcx) near the take-off of the first marginal which was treated with pre-dilatation and placement of 3.00 x 38mm taxus stent. Post stent deployment in left circumflex artery, spasm was noted in marginal as well as in distal lcx which was treated with intracoronary nitroglycerin. Following post- dilatation, residual stenosis was 0%.

Manufacturer narrative:
Device is a combination product it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).